Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cmos battery was replaced as the unit was depleted. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) was not able to boot, the screen "booting please wait" would remain on the pendant. The site rebooted a couple of times without result. The representative went to the site, and realized that the logs were from the mobile view station (mvs), and it was not possible to get ias logs, due to a message on the screen that this was not possible. The representative called a colleague for assistance. They thought the issue was either with the ias computer of the cables at hand.